Event description:
Boston scientific received information that this patient's right ventricular lead was repositioned due to dislodgement. The system had been implanted two days prior. The dislodgement was confirmed via chest x-ray, which is routine for this particular hospital. It was found that the lead had fallen from the rv wall to the rv apex. There were no significant changes in impedance or thresholds. The patient was asymptomatic as they do not often use ventricular pacing. The lead was successfully repositioned with no adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.